Manufacturer narrative:
Device is a combination product. Promus element plus, mr, ous 3.00 x 32 mm stent delivery system was returned for analysis. The stent was damaged and stretched along its entire length. The stent appeared expanded. The crimped stent diameter is within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon appeared relaxed from its originally folded position and it appeared that positive pressure had been applied. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues along the midshaft, inner or outer shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 12jan2019. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. Following pre-dilatation, a 3.00x32mm promus element plus drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damaged.